Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it had been stuck on the sign-on screen. A field service engineer replaced the power supply and checked the battery. The battery was running just fine when unplugged and stayed up. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the system had shut down frequently and wouldn't reboot. The customer reported that a malfunction occurred during middle of the case and were able to get medications from another station. There were no adverse events or injuries reported based on this event.